Event description:
It was reported that the patient was in ventricular fibrillation (vf) and ventricular tachycardia (vt) with multiple low flow alarms. The patient was fatigued and dizzy though vital signs and labs were stable. The patient was noted to be critical but stable. Log file review confirmed low flow alarms on 25apr2022 in addition to several momentary low flow events. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing the events. Additional information was received that the arrhythmia resolved after defibrillation. The patient was also given amiodarone and magnesium. The low flow alarms were attributed to arrhythmia and dehydration as they resolved after intravenous fluid administration and treatment for arrhythmia. The patient fell due to dizziness related to the arrhythmias and as of (B)(6) 2022, remained admitted with a subdural hematoma from the fall. No further low flow alarms or arrhythmias were observed. Additional information was received on 10may022 that the intercranial hemorrhage was confirmed through a head computed tomography (CT) and bleeding was stable. It was planned to hold anticoagulants for two weeks and reassess with a repeat CT.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow events. According to the account, the low flow events were due to cardiac arrhythmia and dehydration. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined though this evaluation. The controller event log file contained data from 25apr2022. Intermittent low flow alarms were captured throughout the file. Of note, no pulsatility index (pi) events were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as potential late postimplant complications. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31may2021. No further information was provided. The manufacturer is closing the file on this event.